Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that due to mesh exposure and a cystocele, the patient underwent mesh revision. The patient underwent vaginal excision of mesh on the right side with re-suturing of the left periurethral epithelium due to mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent implantation of mesh along with concurrent laparoscopic hysterectomy. Excision of sling was performed on (B)(6) 2007 by implanting surgeon due to stress urinary incontinence and exposed urethral sling. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat recurrent mesh erosion and mesh was implanted. It was reported that the patient underwent vaginal excision of mesh on the right and resuturing of the left periurethral epithelium on (B)(6) 2009. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, fistulae, recurrence, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence and vaginal prolapse.

Manufacturer narrative:
It was reported that patient underwent vaginal mesh revision on (B)(6) 2016 by dr. (B)(6) due to erosion, cystocele, and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.